Event description:
Reporter alleged obtaining a discrepant blood glucose result of 145 mg/dl on advantage system 1 compared back to back with a result of 84 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter stated he was feeling hypoglycemic and lightheaded, so he self-treated by eating dinner. No other actions wer reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2.